Event description:
Hosp reports that during the night shift, ventilator began smoking and respiratory therapists disconnected pt from ventilator and manually ventilated pt with 100% oxygen. Respiratory therapist obtained another ventilator and set-up pt on new ventilator without incident. No pt injury reported.